Event description:
Reportedly, during testing, a ¿low fio2¿ alarm occurred which could not be resolved by an oxygen sensor calibration. Replacing the sensor resolved the issue. There was no pt involvement.